Event description:
Pt was draped for open heart surgery, staff was hooking up devices for vein harvesting when scrub tech smelled smoke. It was noted the jaws of the maquet hemapro were smoking. Team changed out vasoview hemopro2, noticed smoking. When black power cord changed out no further smoke.